Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Head physician of the hospital reported to our sales rep that a patient came in with pain and further reported, transverse shaft fracture of the right femur was treated with a long gamma nail on (B)(6), 2011. Dynamization on (B)(6) 2011 (1 distal screw removed), trochanteric fracture (gamma nail was inside of the patient) and nail fracture on (B)(6), 2011. No additional trauma but slowly increasing pain.